Manufacturer narrative:
(B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an unknown amount of patients (about 80% of patients) report pain in few hours after operation. The pain is so significantly complaint from ilasik than microkeratome lasik. Analgesic is prescribed by the doctor. On the day after there was no pain. There was no effect to the vision.